Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that since starting on the pump, the customer misunderstood the insulin on board (iob- active insulin in the body), insulin duration, and the extended bolus feature of the pump. Tandem technical support educated the customer on the reported topics, and the customer confirmed understanding of the reported issues. Due to misunderstanding the pump features, the customer reported experiencing elevated blood glucose (bg) levels of 202- almost 300 (mg/dl). The customer delivered correction boluses to address the bg level.